Event description:
The facility reported that the accessories did not pass through the distal end of the endoscope when the device was angulated. The patient was determined to have been diagnosed with a small bowel bleeding upon examination. Efforts to cauterize the bleeding site was unsuccessful as the users were unable to pass an erbe cautery probe through the distal tip. The users reportedly then attempted to pass an unknown model of hot biopsy forceps, but were unable to pass this device. The procedure was terminated, and the patient was rescheduled for another procedure. The patient was said to be monitored by the physician on an outpatient basis.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of unable to pass an accessory through the distal end. An olympus forceps, fb-28z with a larger diameter, was utilized to examine the internal channel of the endoscope, and found a slight restriction in the bending section area when angulated. The biopsy channel wall had minor kinks near the bending section when examined with a boroscope, which most likely contributed to the user's report. The cause of the user's experience could not conclusively be determined, but minor kinks observed at the bending section appears likely a contributing factor. The insertion tube unit will be recovered and be forwarded to the original equipment manufacturer for further analysis. If additional significant information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.